Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: balloon dilatation catheters: 1.5x12 mini trek balloon, 3.0x10 mm ryugen nc balloon. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, a 3.5x15mm xience prime stent was implanted in the circumflex coronary artery lesion. Following post-dilatation, a proximal edge dissection was noted. Another xience prime stent was implanted as treatment. There was no adverse patient sequela. There was no additional information provided.